Event description:
The end user stated that his chair was under the joystick recall, he had it replaced. The end user stated the chair will sometimes not start, and that it wobbles sometimes. He said that meant it does not go where he wants it to go.